Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers: 18j007, 18f015, 18d041, 17b038, and 18e021. Four of the five reported devices were received for evaluation. All four devices were labeled for single use. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed for the four returned samples, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the four returned samples. The devices were found to be conforming product. A batch review was conducted for the alleged lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) large volume infusors had flow rate issues during patient infusion. Of the five events, three events involved underinfusions and two events involved overinfusions. There was no patient injury or medical intervention associated with this event. No additional information is available.